Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and the distal conductor was fractured. The inner tubing was kinked/buckled, the outer insulation had a cosmetic depression and the helix was distorted/bent. There was blood in/on the helix mechanism and sleeve head.

Event description:
It was reported that there was oversensing and a sudden increase in impedance/resistance. The lead was removed and replaced. No patient complications have been reported as a result of this event.